Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight and explant date, but they could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-22834; 1627487-2020-22836. It was reported that the patient experienced ineffective and painful therapy. As a result, surgery occurred to explant the system on an unknown date.

Manufacturer narrative:
One of the leads remains implanted. However, it is unknown which lead.

Event description:
Additional information revealed that the lead was left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.